Manufacturer narrative:
E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ceramic distal end chipped during maintenance involving an olympus endoscope sheath. There was no patient involvement.